Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 36.0, 37.0, 137.0, 138.0 and 147.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly was kinked in multiple locations. If the device is forcefully advanced against resistance, damage such as this may occur. Further evaluation of the smart coil revealed resistance while attempting to advance the pusher assembly from its starting position and the smart coil could not be advanced any further. Therefore, the smart coil could not be functionally tested through a demonstration microcatheter. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance a smart coil from its initial position in its introducer sheath and, therefore, the smart coil was removed. The procedure was then completed using a new smart coil. There was no report of an adverse effect to the patient.